Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was sensing difficulty, oversensing, and an apparent lead fracture on the 6936 lead, and that the 6933 lead was seen to be fractured on x-ray. Follow up revealed the patient was treated appropriately initially, but then had received 2 inappropriate shocks due to the oversensing. Both leads were partially explanted and replaced. No patient complications have been reported as a result of this event.